Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm and had moisture damage to their device. The customer's blood glucose level was 47mg/dl. The customer treated with food and juice. The customer states the pump may have been exposed to sweat. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass and moisture damage was found on the button keypad traces. Unable to verify button error alarm or unresponsive button due to damage the lcd. No moisture damage was found on the electronics and motor noted. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to lcd physical damage. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.